Event description:
The patient called to report that the 22 boxes of needles purchased by the family dependent on the xx online platform half a year ago (the product sales date and store name cannot be provided). They had problems with the cannula falling off during use. Patient used needles for over 20 years, inject three times a day, and change the needle each time. Before the injection on (B)(6) morning, when the inner shield was removed, the cannula was completely pulled out; before this time, the patient found that the needle-pe was completely retracted into the needle hub after injection, and there was also a problem with the tear drop label not being sealed. Material code 329491, lot number 2062297. The problem needles have been discarded, and the remaining 21 boxes of needles can be returned. The patient request: send 1 box of needles to the patient's home before 12:00 noon on (B)(6) 2024 (call before going) and replace 22 boxes of needles that can be used normally within 48 hours. Sample availability: yes, sample availability details: physical sample available only.